Event description:
Customer reported she experienced low blood glucose. Customer complained about sensor reading discrepancies. Customer stated that her husband told her to check her blood glucose and it was 47 mg/dl but the sensor was reading 89 mg/dl. After that it gave a low predict alarm with sensor glucose of 70 mg/dl and went into threshold suspend. Customer stated she like the insulin pump very much but cannot rely on the sensor. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.